Event description:
Caller reported a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and sent a replacement pump. The caller was instructed on putting the pump into storage mode and was advised to return the faulty pump via ups using a prepaid label within 10 days to avoid charges. The customer was informed they would need to program their settings and connect their cgm to the replacement pump, and they opted not to require a signature upon delivery. Customer will use a backup pump for insulin delivery.